Manufacturer narrative:
Physio-control will evaluate the device upon its return from the customer.

Event description:
Found during inspection. The reporter stated the device turns on intermittently and all 3 indicators, charge-pak, attention, and service wrench, are displayed.